Event description:
It was reported that the patient stated that there was a dense rash on the skin of the sticking part of the transparent dressing on the right upper arm, the basal skin was red and extremely itchy, the area size was 10cm × 12cm, such as the size of the application, and the skin temperature of the red and swollen part of the touch feeling on the back of the hand increased. Measures: remove the transparent dressing immediately. Local disinfection with 2% chlorhexidine gluconate skin disinfectant, external application of dexamethasone injection to the affected area, replacement of transparent dressing with sterile gauze to cover the puncture area and fixation with elastic bandages. Disinfect the damaged skin every day. On (B)(6) 2020, the itching were slightly relieved, the skin rash was slightly improved, but the skin temperature was still high. The customer stated that the patient is out of hospital right now, with no other medical intervention needed.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history file contains further instances/ related events of the reported event. The device was used for treatment. No samples were returned for analysis. A clinical investigation concluded; ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, the transparent dressing was removed and the rash /skin irritation was cleansed with disinfectant, a replacement dressing and medication. Per subsequent e-mail, the patient is out of the hospital, with no other medical intervention required. Therefore, no further clinical medical assessment is warranted at this time. Should additional medical information be required, this complaint will be re-assessed.¿ the reported issue may be caused by pre-existing or concurrent medical conditions. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.